Event description:
The reporter contacted animas on (B)(6) 2012 stating that the audio bolus button was intermittently unresponsive and difficult to press. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a case clipped to a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed on 25-jul-2019 with the following findings: on investigation, all keypad buttons demonstrated intermittent unresponsiveness due to contamination under the button contacts. Investigation duplicated the complaint.